Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their was an increase in charge frequency. Caller states they went from charging every 6-8 weeks, to charging every other week. Caller states this was a gradual change over time starting about 8 months ago. Caller is wondering if this means its time to replace the ins. Patient services reviewed the nature of rechargeable batteries and reviewed ins longevity. Patient services redirected to hcp to discuss next steps or concerns he had on increased charge frequency.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the circumstances that led to the increase in recharge frequency was that he probably increased activity and noted that it may have been a bit of paranoia on his part. He noted that after speaking with patient services, he understands that when it is time to replace his implantable neurostimulator, a message will appear on his patient controller indicating that a replacement will be needed. The patient noted that the event of the increase in recharging frequency is believed to have been resolved.